Event description:
It was reported that on (B)(6) 2024 1423, during and infusion of vancomycin (1500mg/250ml) running at a rate of 166.7 ml/hr the device had a channel error. Per clinician "indicator went red and the infusion stopped running". Devices were sequestered and taken to customer biomedical engineering. Logs were reviewed and the error logs indicated a bottle side pressure sensor failure at the time of the event. Customer biomedical engineering will repair the device. No devices will be sent for investigation. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2024 1423, during and infusion of vancomycin (1500mg/250ml) running at a rate of 166.7 ml/hr the device had a channel error. Per clinician "indicator went red and the infusion stopped running". Devices were sequestered and taken to customer biomedical engineering. Logs were reviewed and the error logs indicated a bottle side pressure sensor failure at the time of the event. Customer biomedical engineering will repair the device. No devices will be sent for investigation. There was patient involvement but no harm.